Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -5.5/+1.0/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. Per the reporter the pupil constricted right after icl implantation. As pupil extension was absorbed at 12 days post op, the surgeon applied sanpilo (pilocarpine hydrochloride) to constrict the pupil. At a medical check on (B)(6) 2017, the pupil was not constricted so the surgeon additionally applied sanpilo. The right eye (od) was observed to "react by the strong diagnostic equipment and pupil constricted". Per the reporter the pupil issue was resolved and the lens remains implanted without issues.